Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide after a diagnostic mesenteric angiogram procedure using a 5f sheath. Reportedly, after proglide deployment of the suture and retracting the footplate, there was much resistance attempting to remove the device. It was stuck. Another operator inserted a guide wire, pulled and manipulated the device by cycling the feet. The device was removed without issue. The suture was not used for closure. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.